Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurement of greater than 125 ohms. A slight rise in threshold measurement was also noted on the rv channel. The patient will be scheduled for an x-ray to check the position of the rv lead. No noise and/or oversensing was observed and all other rv lead parameters were within acceptable range. Boston scientific technical services provided troubleshooting options to the field, and the rv lead remains in service. No adverse patient effects were reported.